Manufacturer narrative:
Roche received complaints from customers reporting the generation of false mutation detected results for the exon 20 insertion (ex20ins) mutation when using the cobas® egfr mutation test v2. During in-house testing using customer-provided ffpet samples, an ex20ins false mutation detected result was reproduced for one out of 8 ffpet samples, which was processed following the validated sample preparation method from the instructions for use. Although the majority of cases reported were from users using ffpet samples, the generation of false mutation detected ex20ins results with plasma specimens was reported in one case. A false mutation detected ex20ins result could lead to harm under specific scenarios. Consignees have been notified of the issue with instruction to follow the instructions for use for sample input requirements. Additionally, if an ex20ins mutation detected result is generated with the cobas® egfr mutation test v2, customers must confirm the result with another method (e.g., sequencing or other pcr-based tests). A batch MDR is being submitted as all samples ran used the same reagent lot # h31955.

Event description:
A customer from brazil alleged discrepant results with 4 patient samples using the cobas® egfr mutation test v2. Samples 1 through 4 were initially tested with the cobas® egfr mutation test v2 and generated a "mutation detected" result for exon20ins. The same samples were retested using next generation sequencing (ngs) and generated a negative result for ex20ins. A 5th sample was found during review of the data and identified to have generated a potential erroneous "mutation detected" result for exon20ins. No retest was performed. The results were reported out. No harm is alleged, to date.